Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device check, the right ventricular lead exhibited an increase in threshold. During procedure an insulation anomaly was noted. The lead was capped and replaced successfully on (B)(6) 2017. The patient tolerated the procedure well and would continue to be followed normally.